Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the variable angle protection sleeve broke in two pieces due to wear and tear. This was noticed while inspecting instruments. There was no patient involvement. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date entered as (B)(6) 2016, both should be (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.